Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient complained of pain and discomfort and requested for removal of an implantable cardiac monitor (icm). The icm was explanted and the patient was stable.